Event description:
It was reported that during a colon procedure, the clips were malformed. Another like device was used. There was no patient consequence.

Manufacturer narrative:
Date sent: 11/07/2007. Info anticipated, but unavailable at this time.